Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported the patient was female 50-60 years old. Overall healthy except for newly discovered low cancerous tumor in rectum. Not treated with radiation therapy nor radio therapy prior to procedure. Low anterior resection was performed in da vinci robot and echelon powered circular stapler was used to create circular anastomosis. Several days after procedure patient was at home using the bathroom and discovered bleeding from anus and subsequently was re-admitted with an elevated crp. CT-scan was done and patient was re-operated with permanent stoma as result. In re-operation, distal rectal necrosis and bleeding was identified. Hemorrhage was not coming directly from staple-line and surgeon could not determine what was the reason behind. It could be necrosis developing from staple-line, but it could also be a lack of blood-circulation that created the distal necrosis. Negative patient impact is obviously apparent, but surgeon said that this particular patient was initially very much ready to take high risks to be able to rid the cancer, even being prepared to live with permanent stoma. Procedure: low anterior resection, robotics.

Manufacturer narrative:
(B)(4). Date sent: 03/15/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: were there any issues experienced with the device in the initial surgical procedure? No does the surgeon believe that the cdh31p device caused or contributed to the patient¿s post-operative bleeding or were there patient factors? Surgeon does not know and is neutral. If the surgeon feels there was a device deficiency, please explain the deficiencies or patient condition that increased the risk of bleeding? N/a.